Manufacturer narrative:
This is a report of a use error in which the patient did not verify that the patient line was primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed air in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the drain cycle while the patient was connected. During troubleshooting, it was discovered that the patient had not verified that the patient line was primed before connecting. The patient was not aware they should check the patient line prior to connecting. The technical service representative explained proper set up, and assisted to retrieve the cassette. The patient was to set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.